Event description:
The plaintiff's attorney alleged that the decedent experienced low blood pressure and a cardiovascular event on an unknown date in 2010, another cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products.